Event description:
It was reported the pump never alarmed and stopped infusing. Patient was off medication for approximately 2 days. Patient restarted at current dose and now reporting headache, diarrhea, vomiting. No changes in breathing due to no infusion, just reported side effects. Pump was in use when fault occurred. Lapse in infusion did occur with side effects due to malfunction. Patient does have back up pump to switch to and was able to restart their therapy successfully. Infusion is life sustaining and continuous. Outcome is resolved.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.